Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 6900p valve implanted in mitral position for 16 years and 3 months underwent a valve-in-valve procedure due to severe stenosis. Patient presented with congestive heart failure. The procedure was performed with a 26mm 9600tfx mitral transcatheter valve. No procedural issues and patient left room in stable condition. Patient discharged home in stable conditions on pod#1 dr. Did not indicate any complaint with the svr.

Manufacturer narrative:
Updates sections: d4-expiration date, h4 and h6-component codes. Based on new information received, this event is no longer considered reportable. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required.

Event description:
It was reported that a patient with a 25mm 6900p valve implanted in mitral position for 16 years and 3 months underwent a valve-in-valve procedure due to severe stenosis. Patient presented with congestive heart failure. The procedure was performed with a 26mm 9600tfx mitral transcatheter valve. No procedural issues and patient left room in stable condition. Patient discharged home in stable conditions on pod#1 according to the physician, the surgical valve did not prematurely fail.